Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the ECG electrodes and under the back therapy electrodes. The patient was given a prescription of fluocinonide cream from their physician. The irritation improved after using the fluocinonide prescription.